Manufacturer narrative:
Correctional/removal number: 2032227-060322-002-c. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text (B)(6) 2018 07:07:21; erp_rfc_user related svn (B)(4) complaints text (B)(6) 2018:07:06:47:kullbk1 initial notes: cust sts the battery clip on their pump broke and now they hav eno pump inquired what led up to the complaint. Customer response: cust sts they took the battery cap off to change it and when they went to put it back on, they noticed the metal piece on the battery cap fell off. Customer's outcome pertaining to the complaint: will send cust an rpl battery cap. Adv cust to refer to a back up plan until battery cap arrives additional notes: bg:145 weight:165 ship: nothing / return: nothing.